Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 15.4 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.